Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2016; 5076-52 lead implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert triggered for non-sustained episodes and short v-v intervals. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.